Event description:
It was reported that a spectrum infusion pump had a door malfunction. It was also reported that there was no pt involvement.

Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door malfunction, which were reproduced as door not fully latched messages after loading a set and closing the door. The messages were found to be caused by loose mechanism screws. The screws were replaced.